Event description:
I started to have sharp pains on my right pelvic area , heavy periods for 7 day sometimes twice a month, tingly hands, joint pain , hair loss , weight gain , bloating, feel dizzy. (B)(4).